Event description:
The reporter stated that he did back to back blood glucose testing with results of 245, 220, 183 and 207 mg/dl. He did not report having any symptoms. A control solution test was not done because the reporter did not have supplies available for testing.